Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual microscopic examination was performed by a product engineer that revealed that the details of the revision surgery were not provided. X-rays show that the construct may be an l4-s1 fusion with iliac fixation. Mas screws were used at l4-s1. Fixed iliac screws were used. Unable to determine the cause of the event.

Event description:
Date of implant: 2006, it was reported that patient complains of low back with bilateral lower extremity pain. MRI reportedly revealed disc space infection with progressive disc destruction at the l5-s1 level. Patient underwent an anterior posterior approach to the l5-s1 with debridement of the disc space and anterior-posterior spinal fusion of levels l4-pelvis utilizing anterior interbody device, allograft, autograft from the left iliac crest, and bmp. Approximately 8 months post-op, patient underwent a revision surgery to remove screws at the l4 level. At the time of surgery, the physician noted a "broken rod." The entire construct was removed and replaced. No patient complications were reported.